Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The explanted device enabling direct assessment of product performance was not returned to gore for evaluation. Analysis results provided by the 3rd party were reviewed by gore explant scientists instead. The patency of the graft fragment could not be determined based on the analysis or images provided. Engineering evaluation was performed and the the evaluation found no anomalies attributable to the manufacture of the device. The information provided to gore by the 3rd party has been evaluated. It indicates that the cause of the reported infection which subsequently has led to graft thrombosis was unrelated to the gore graft. Reportedly the physician suspected that the granuloma, which has developed on the post-operative scar more than 5 years after the gore device has been implanted, might have caused the infection. Based on all available information no malfunction of the graft has been determined nor is there an indication that the graft has caused or contributed to the infection. Therefore, the incident description no longer meets the criteria of a reportable incident and was closed out as a non-reportable incident with submitted reports being retracted.

Event description:
The following was reported by gepromed: the ptfe prosthesis (gore® intering® vascular graft) was implanted on (B)(6) 2018, as a right posterior femorotibial bypass to treat a critical limb threatening ischemia, in a 60-year-old patient at the time of implantation. Sometime in (B)(6) 2024, the patient presented with a skin fistula in the middle of the thigh (on the scar) with staphylococcus aureus infection and recidive of the symptomatology with rest pain due to bypass thrombosis. Accordingly, on (B)(6) 2024, after about 5 years and 9 months, an explantation of the ptfe prosthesis was decided, and revascularization (femoro- femoral and femoro-tibial bypasses using venous allografts. A segment of the prosthesis was sent to the gepromed for analysis. The other segments were sent for microbiological analysis. The physician suspects the event could be related to the granuloma developed on the post-operative scar.

Manufacturer narrative:
H3: device evaluation provided by user/third party (gepromed). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.